Event description:
It was reported that a remote transmission indicated occasional atrial lead undersensing during episodes of atrial arrhythmias. The atrial lead remains in use. No patient complications have been reported as a result of this event.